Event description:
It was reported that a dorsal height adjuster stripped as the doctor was adjusting a screw. A new driver was used to complete the procedure and there was no reported patient impact.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. Summary: the complaint is confirmed for one (1) of one (1) returned polaris 5.5 dorsal height adjuster (pn 2000-9072) for the failure of a deformed tip. This device is used for treatment. No medical records were provided with the complaint. Inspection visual inspection of the device shows that the tip of the device is worn. Functional inspection using polaris 5.5 closure top shows that the device can rotate the closure top but cannot retain it hanging in the air. DHR review the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. Potential root cause a definitive root cause cannot be determined with the information provided. It is possible that multiple uses and wash cycles throughout the lifetime of the device contributed to this event. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a dorsal height adjuster stripped as the doctor was adjusting a screw. A new driver was used to complete the procedure and there was no reported patient impact.